Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's stimulator stopped working and unable to communicate with the patient programmer or the clinician programmer. No troubleshooting attempts were made and there were no falls or trauma reported. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was having problems since their procedure and the problem includes her inability of her hand held device to communicate with the stimulator. It was stated that her fecal control was worse since it stopped working and she still had issues with chronic diarrhea. The health care professional reported fecal incontinence and the patient had a diminishing response to the sacral nerve stimulator lead and generator implantation. The hcp noted that it was likely due to malfunction of the stimulator and a replacement surgery was scheduled for (B)(6)2018 . The hcp mentioned that in the meantime, the patient was given her lomotil and questran for the loose stools. There were no further symptoms or complications reported or anticipated.